Event description:
It was alleged that the safety bar missed the safety hook, allegedly injuring a staff member. No patient injury occurred during this event. Further information was not reported.

Manufacturer narrative:
The staff member grabbed the cot to prevent the drop and injured their back and knee. Here were no alleged reported defects with the cot and the customer did not have the device evaluated by the manufacturer. Customer did not have the device evaluated.

Event description:
It was alleged that the safety bar missed the safety hook, allegedly injuring a staff member. No patient injury occurred during this event.